Event description:
It was reported that pump experienced malfunction after software update and displayed malfunction code that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, used multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement pump.